Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with failure code 2, which is a downstream occlusion failure code, was confirmed in the pump's alarm log but not duplicated during product evaluation. Therefore, no assignable cause could be provided. The pump's door assembly was found to be broken at its upper and lower hinge stops, which can contribute to false occlusion alarms. However, no false occlusion alarm or failure code was reproduced during product evaluation. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review was performed revealing this condition is not related to any previous reported problem with this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During review of pump's alarm log, baxter personnel discovered a flo-gard infusion pump that experienced a failure code 2, which is a downstream occlusion failure code. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, the door assembly was found to be broken at the upper and lower hinge stops, indicating failure code 2 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.